Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have infusion sets that are always breaking. The customer's blood glucose reading was 450 mg/dl at the time of incident. Troubleshooting found that the sets leak and customer gave bolus through the pump. Customer declined to troubleshoot further. No further details given.